Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and crease/folding of implant was received on december 02, 2021 with lot number 2517615. Visual analysis of the returned device identified: underweight, red particles in the surface of the shell and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. A striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been replaced with non-allergan device.